Event description:
Additional information: it was reported that there was no drug in the pump when the patient was treated for a pocket fill. The patient¿s symptoms also included throwing up, sweating, and ¿blacking out.¿

Event description:
Additional information: the patient reported that on 2 separate occasions in (B)(6) the home health care nurse "missed the hole" in their pump causing a pocket fill. The patient has a new managing physician and last had their pump filled without incident in (B)(6). The patient reported that they are doing well now.

Event description:
Additional information received reported that the patient was last seen in the healthcare provider's office on (B)(6) 2012 and was experiencing some increased pain. An x-ray was done to check the catheter and no problems were found. The healthcare provider planned to continue monitoring the patient's status.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional correction numbers z-1061-2011 z-1060-2011.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: (B)(6) 2009. An 8835 personal therapy manager, serial # (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-01240. Additional review indicated the correct manufacturing site was site # (B)(4).

Event description:
The patient reported that the last 2 refills the home care nurse missed the pump. The pump site was swollen and the patient slept for 5 days and went through withdrawals. The patient went to the hospital and was treated in the emergency room. The patient indicated that the drug was sitting on top of the pump under the skin. The pump was used to deliver dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.